Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was reading inaccurately low compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first occurred on ¿ (B)(6) 2018, early in the night¿ when she tested her blood sugar on the subject meter and obtained a blood glucose results of 3.3mmol/l. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. She stated that she manages her diabetes with oral medications, diet and exercise and denied making any change to her usual diabetes management routine. She reported that a few minutes after obtaining the reading she began experiencing symptoms of ¿dizzy¿. The patient reported that she called emergency medical service (ems) due to the alleged low reading and her symptoms. The patient denied that she received any treatment and obtained a blood glucose result of 14.x mmol/l on the ems device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips had been stored correctly and within their expiry date. The patient did not have control solution to perform a test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began, i.e obtained a result of over 250mg/dl on another device with signs of dehydration.